Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump stopped working. Their blood glucose was 254 mg/dl. They said that the night before the light would not work and that they had a blank display. They treated with a manual injection. The customer stated that they experienced a dry mouth because their blood glucose was so high and that she could not breathe. During blank display troubleshooting, she was advised to check what type of battery was in use. Customer stated that she was unable to because she received a pump error and power loss alarm. She stated that the screen was off and then came back on. The customer will have her husband call back to finish troubleshooting because she had difficulties understanding. The pump will not be returned for analysis.